Event description:
Patient stated that last week 2 v-gos loosened after nearly 12 hours of wear. Patient did not recall the date of the 1st event. Patient stated 2nd event was (B)(6) 2020. Patient stated she wore the v-gos on her abdomen, slept roughly and that the extra movement might have contributed to the loosening of the v-gos. Patient stated she discarded all v-gos worn prior to today.